Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The prime test could not be performed due to the unresponsive button. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The father customer reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 234 mg/dl. The customer was asked if he recalls any significant events leading to the alarm and father son doesn't know of. The father customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.